Event description:
It was reported that the catheter could not be removed through a 10fr sheath after completing a biliary stent placement. The incident occurred after the procedure was already completed. The dr removed everything as a single unit without further complications being reported.